Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized by emergency medical services due to low blood glucose on (B)(6) 2021. Customer's blood glucose was 30 mg/dl. Customer's current blood glucose was 386 mg/dl. Customer's blood glucose was treated with intravenous glucose. The customer did not experience any symptoms such as a result of low blood glucose. Troubleshooting was done for low blood glucose and over delivery. Customer had been using insulin pump within 48 hours of reported low blood glucose. Auto mode feature was not active at the time of event. The insulin pump will not be returned for analysis.